Event description:
It was reported that (1) 355ld was used during a laparoscopic ovarian cystectomy procedure. It was reported by the rep that the outer gasket of the 355ld tore during the procedure. The surgeon was using the harmonic scalpel lcsk5, a 5mm suction irrigator and a reusable graspers 5bb. The surgeon used another 355ld to complete the case. There was no consequence to the pt.